Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the patient stated that they did not know how to use the catheter as the gripper was slippery after popping the burst packet and the catheter fell out of hand.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated that they did not know how to use the catheter as the gripper was slippery after popping the burst packet and the catheter fell out of hand.